Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that patient had their previous device replaced about 7-8 months ago due to normal battery depletion. The patient was seen for reprogramming on the day of this call and it was noted that the right side was fine and programmed at: c+2- 2.0ma/60pw/185hz. The patient had following settings on the left side: c+0- 2.4ma/60pw/185hz and they were trying to reprogramming to 0-1+ 60pw/185hz. The max amplitude device allowed was .02ma. The electrode impedance for the left side read c0: 428 ohms c1: 429 ohms c2: 602 ohms c3: 527 ohms 01: 14 ohms 02: 691 ohms 03: 762 ohms 12: 692 ohms 13: 766 ohms 23: 796 ohms. No patient symptoms or harm were reported. A week later, healthcare provider reported that patient was referred to neurosurgeon for further review of the system. It was indicated that x-ray of the system initially had not shown any compromise in wire at the implantable neurostimulator(ins). The cause of low impedance at the left side was unknown and it has not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.